Event description:
The facility reports the aides were lifting the pt out of bed when the lift arm disconnected from the cartriage. The pt fell back on the bed with the sling, left frame, and lift arm. The pt was taken to the e.r. No further pt details were released.